Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulators (ins) for parkinson¿s dual and movement disorders. It was reported the patient's dbs system was not working. No additional information was provided. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that a manufacturing representative (rep) helped them turn their therapy and they knew it was working. They indicated that since their last adjustment their therapy has been bad, and they cannot walk, write, and talk as well. They were redirected to follow-up with their healthcare provider regarding their therapy settings. The consumer further indicated there had been a misunderstanding, and their ins had never failed. They did, however, question the "calibration and repeatability". The issue was resolved at the time of the report.